Event description:
It was reported that there was a system failure.

Manufacturer narrative:
H4 - device mfg date is unknown. No information is available based on the reported serial number. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿system failure¿ was confirmed by turning on the pump. It was verified that the force sensor background (bgnd) test occurs during the self-test. The probable cause was a defective main board and therefore replaced. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.